Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) at a user facility reported the fresenius 2008t machine prompted an ultrafiltration (uf) pump alarm in dialysis mode. The biomed tech stated the patient completed treatment with no adverse reaction, and the uf pump was replaced. Additional follow-up with the on-duty hemodialysis (hd) nurse revealed the machine was repaired and returned back in service without further issue. Per rn the machine had an uf pump alarm that occurred at the initiation of treatment and the machine was replaced immediately without any patient injury. Per rn following the alarm the patient¿s blood was returned blood and the machine was removed from service, and the patient completed hemodialysis treatment using a different machine without further issue. The patient information was no longer available.

Manufacturer narrative:
Occupation: health care professional plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) at a user facility reported the fresenius 2008t machine prompted an ultrafiltration (uf) pump alarm in dialysis mode. The biomed tech stated the patient completed treatment with no adverse reaction, and the uf pump was replaced. Additional follow-up with the on-duty hemodialysis (hd) nurse revealed the machine was repaired and returned back in service without further issue. Per rn the machine had an uf pump alarm that occurred at the initiation of treatment and the machine was replaced immediately without any patient injury. Per rn following the alarm the patient¿s blood was returned blood and the machine was removed from service, and the patient completed hemodialysis treatment using a different machine without further issue. The patient information was no longer available.